Event description:
This female pt with a history of severe copd, smoking (>5 packs per day), hypertension, high cholesterol, known cardiac arrhythmia, diabetes, and renal insufficiency was admitted for carotid angiography. The pt was asymptomatic at the time of admission with a stroke scale score of 5. Angiography revealed a 90%, 10mm, severely calcified, eccentric, ulcerated lesion in the proximal, left internal carotid artery. The vessel was described as 6.0mm in diameter and mildly tortuous. An angioguard device with a 5mm basket was deployed beyond the target lesion without difficulty. The lesion was predilated. An 8.0 x 30mm precise stent was successfully deployed in the target site. The procedure was completed and there were no reported pt complications. The pt was discharged the following day in stable condition with a stroke scale score of 5. At 30-day follow-up contact there were no new pt events reported and the pt was assessed with a stroke scale score of 2. Approx 10 months post index procedure, it was reported that the pt experienced a sudden death of unk cause. Investigation of this event is ongoing.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Efforts to obtain additional information regarding this patient's cause of death have been unsuccessful. Based on the available information, it is not possible to determine if a causal relationship exists between the precise stent in the carotid artery and the patient's death. There is no evidence to suggest a manufacturing issue or other defect of the device.